Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was hospitalized with high blood glucose. The customer stated, she experienced vomiting. She stated, the high blood glucose was caused by her being on vacation and had not been eating healthy for a week and also has a gallstone. Blood glucose value at the time of admission is unknown. The customer also reported, her current blood glucose was 264 mg/dl and had frequent urination. The alarm history showed a no delivery alarm for that morning. Customer was advised to treat and monitor the insulin pump.